Event description:
After pacemaker insertion (postoperatively) pacemaker/bp systolic 94 rate. Heart rate on monitor 48, EKG done with heart rate of 48. Medtronic rep called, pt minimally responsive, bp dropped and pt went into v-tach, cardiac arrest and died.